Manufacturer narrative:
Block b3: approximated based on the date the procedure took place.

Event description:
It was reported that the patient underwent an indirect decompression spacer explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.